Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the MRI facility had wanted them to check to see if they had full body eligibility. Walked the patient through connecting to check their MRI mode however the patient was seeing the 'device not responding' message. Reviewed the meaning of the message, and the external equipment was functioning as intended. The patient repositioned the communicator and attempted to connect again, however the patient continued to see the 'device not responding' message. They were not near any sources of emi and even moved to a different room, but the issue was still not resolved. The patient confirmed the communicator was not plugged in. The patient stated they thought they were able to feel where the implant was located because they felt a knot but then stated it was more "flat", but they weren't quite sure if it was the implant or not. The patient stated they didn't think it was deep, but they were unable to confirm if they'd found the ins. The patient was redirected to follow up with their healthcare provider to help them "identify" the ins location and further troubleshoot the issue. The issue was not resolved through troubleshooting.